Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your cartridge every 48¿72 hours as recommended by your healthcare provider. Change your infusion set every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Bg level was addressed with a correction bolus via the pump. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with novolog insulin. Tandem technical support educated the customer on insulin labeling.